Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so, ensuring the issue did not recur. The customer was informed to call back if the malfunction returns and was able to continue using the pump.